Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to vascular spasm or vascular trauma (rupture). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure in zone 9 infrarenal to treat a common iliac aneurysm (size about 7cm) with a standalone gore® excluder® iliac branch endoprosthesis (iliac branch component) as there was a healthy internal iliac artery, so the physician landed distally to the internal iliac artery (just before where the internal iliac artery begins), however, when the final ballooning was done, the common iliac artery ruptured. Reportedly, the physician stated that she probably ballooned a little bit too aggressively. Physician then emergently converted to a full endovascular aneurysm repair (evar) by implanting the gore® excluder® iliac branch endoprosthesis (internal iliac component), gore® excluder® aaa endoprosthesis (trunk ipsilateral leg c3, two contralateral legs and aortic extender), two gore® viabahn® vbx balloon expandable endoprosthesis along with use of the two gore® dryseal flex introducer sheath and a gore® molding & occlusion balloon catheter. Everything was resolved once all devices were implanted and patient tolerated the procedure. One april 23, 2024, the field sales associate was notified that the patient is doing well.